Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered in section date of event is per the customer's report of "a week ago." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device detached prematurely. The customer indicated experiencing "losing reflexes, tingling in the tongue", seizure, and loss of consciousness. The customer required treatment of water with sugar and cookies from third-party. There was no report of death or permanent injury associated with this event.